Manufacturer narrative:
Visual analysis of the returned device identified: crease flat, wear abrasion and opening. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify a punctured in the radius side, opening sharp in the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a puncture opening on radius assessed as to surgical damage like, and a sharp opening on plug strap disk shell assessed as an unidentified (tear) opening.

Event description:
Patient reported left side deflation. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.